Event description:
A (B)(6) male with rectosigmoid cancer, planned robotic laparoscopic assisted low anterior resection, had to be converted to open procedure when ethicon stapler failed and did not release. Had to covert to open procedure to remove stapler. During procedure, stapler was placed across distal rectum, it was closed and fired. It did "not completely fire, and could not be released from the colon. Despite the safety latch, there was no way to get if off". The abdominal cavity was entered, and the stapler was removed by hand.